Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and the pump did not exhibit the same malfunction after the reset. Customer was instructed to continue using the pump and to call back if any malfunction code recurs.